Event description:
Per the clinic, due to the infection that started to occur on 2025 (specific date not reported), the patient was administered with oral antibiotics (specific date and duration not reported). Subsequently, the abutment was removed on (B)(6) 2025 under local anesthesia. The patient was reimplanted with another cochlear device on (B)(6) 2025 under general anesthesia.

Event description:
Per the clinic, the patient developed skin infection and become cellulitic around the abutment site. Subsequently, the abutment was removed (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.